Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was referred to the emergency department during dialysis due to fatigue, low retrosternal pain with inspiration. Computerized tomography (CT) scan found hemopericardium tamponade and pericardial effusion. Echocardiogram showed voluminous pericardial girth effusion. The patient was admitted for hospitalization. A surgical drain was performed. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.